Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose value of 69 mg/dl while in a memory care facility and was treated with 8 grams of oral carbohydrates, after which glucose was 96 mg/dl; the cause of the hypoglycemia was unclear and no device-specific problem or component could be identified based on the information available. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by a third party. Investigation of this case revealed no findings and insufficient information regarding a medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.